Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display and keypad anomaly. Customer's blood glucose at time of incident was 497 mg/dl. Customer stated that the times advances and keys are not responding normally. Customer stated that pump may have been dropped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are replacing the pump due to button error. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 497 mg/dl. The customer was treated for high blood glucose with 8 units by syringe.

Manufacturer narrative:
No button error alarms were noted. However, the pump had no button response due to corroded keypad traces. No frozen screen was noted. The pump passed the idle current test. Unable to perform the run current test, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.